Event description:
It was reported that the device was implanted on (B)(6) 2012 and the problems started then, it was unknown if the catheter was changed at that time or if it was just the pump. The patient was put on oral narcotics before the pump was implanted in (B)(6) 2012, the medication name, dose and frequency were not reported. The patient had been in the ER (emergency room) and hospital 15 times since (B)(6) 2012, ¿all the testing in the ER was fine,¿ the types of tests and dates were not provided. It was noted that the patient got ¿very tired to the point where she is just about falling over or passing out,¿ it was mentioned the patient is an insomniac, the caller said ¿the lethargy was different than the insomnia.¿ the patient got a glazed look in her eyes and was unresponsive. Caller said she ¿gave the patient CPR (cardiopulmonary resuscitation) a few times because she was non responsive and hardly breathing.¿ the patient went to the hospital and was given narcan and ¿came out of issues that she was having.¿ caller said a few times that she was told it was narcotics overdose, ¿even though the patient was on no oral medications just the pump.¿ it was noted that the pump doctor said it could not be related to the pump ¿because the pump was new.¿ the reporter said nothing had changed for the patient except the oral meds were eliminated. It was noted that ¿a while back a picture was taken of the catheter and it was okay.¿ a healthcare provider (hcp) in the ER said that the patient may not come out of one of these episodes. A doctor in the hospital said that the pump hcp would make an adjustment to the pump and then the patient would stay in a nursing home and observe the changes. No adjustments were made as of the date of the report. The patient had an episode the day prior to the initial report ,¿she was unresponsive, her eyes rolled back into her head but she came out of it,¿ no time line was reported. The reporter and the hcp at the nursing home were trying to reach the pump hcp. The device system was used to infuse baclofen and morphine. Additional information received reported that the cause of the event was ¿neurological disorder.¿ it was added that the event was ¿not from the pump.¿ the patient had a ¿neurological disorder which caused the reported side effects.¿ the pump ¿was not in her control to cause overdose.¿ the patient was admitted to care center on (B)(6) 2013 with ¿another episode of being found unconscious and unresponsive,¿ the altered mental status was also associated with ¿jerking movements and upon presentation to ems (emergency medical services) she was obtunded.¿ ¿she aroused with narcan and glucose, but then lapsed back into periods of unresponsiveness in the emergency department.¿ ¿the same presentation¿ had occurred ¿several times before.¿ it was ¿unclear as to the cause of it¿ but it was noted that ¿initially she was taking oral sedatives, hypnotics and opiates¿ but those had been eliminated from her outpatient regimen with her ¿only taking ambien at night for sleep as well as amitriptyline.¿ no oral or as needed (prn) opiates were used. She did not have a controller for her pump and was unable to alter the flow or give a bolus. She had not had any recent alteration of the pump or a refill. All medications were administered by caregiver ¿or at least set out by her.¿ it was added that the caregiver was ¿quite sure that she had a good inventory of any type of sedatives or hypnotics that she could have access to, but she is sure there are no other medications other than those listed. The ¿variable thing¿ about the episodes had been ¿whether there had been jerking movements associated with it and the description thereof,¿ as those had not been observed by medical personnel. The patient did not recall any of the events related to the recent syncopal episode. She had been in her motorized wheel chair and then was found in the middle of the floor. The hcp¿s impression was ¿syncopal episode versus respiratory depression versus seizure activity as cause for unresponsiveness.¿ the hcp thought there was the ¿possibility¿ of ¿surreptitious use of medications still exists¿ as the patient ¿could have quite a stock pile of medications from previous¿ and had ¿been known to do this in the remote past.¿ the hcp and patient and caregiver discussed ¿at length¿ the patient¿s ¿noncompliance with CPAP usage which could also be the cause as well as her episodes of persistent insomnia where she will be up for 2 or 3 days in a row with only 1 or 2 hours of sleep each night, leading to physical exhaustion and fatigue.¿ it was also noted that seizure disorder ¿could also be the cause, particularly given her history of encephalopathy.¿ it was noted that they would ¿continue to follow her and anticipate possible tapering of her morphine intrathecally.¿ additional information received reported that since the patient had her new pump implanted the patient had 17 visits to the ER (emergency room) some of them requiring CPR (cardiopulmonary resuscitation) for intermittent od.

Manufacturer narrative:
Updated to include ¿life threatening¿. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l38030, implanted: (B)(6) 1996, product type catheter. (B)(4).

Event description:
Additional information: it was stated that it was about 1-2 weeks after pump implant that patient began having medical problems such as "sleepiness, eyes wide open and no one home" and trips to ER. Patient was told it was drug overdose and they got rid of oral drugs, checked the catheter and "tried everything"; no other reason was found so they replaced pump as reported prior. It was added that the pump therapy seemed to be working.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Only pump was returned for analysis. As received the pump was at minimum rate and the reservoir was empty. Pump logs gathered and a motor stall and motor stall recovery was noted. Dispense accuracy testing displayed an over infusion. Infusion test at therapeutic rate found in the infusion history passed for accuracy. Further analysis found that moisture was once present and left a residue on one of the motor wire feedthroughs. Video was also taken of the pump tube and pump head interaction. Analysis concluded overinfusion-undetermined root cause. Correction/update:

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported. It was reported that the patient apparently had multiple episodes of overdose symptoms and multiple emergency room visits. It was reported that there were no volume discrepancies during refills and no abnormal motor stalls. During explant, cerebral spinal fluid (csf) was aspirated from catheter and determined to be patent. The physician who explanted determined that the pump may be experiencing intervals of over infusion although refill volumes were within range. It was unknown if rotor studies had been performed. The following actions were required as a result of the event; hospitalization, explanted device on (B)(6) 2014, replacement and medical intervention. The patient was given narcan in the ER to counter overdose symptoms. It was reported that diagnostic testing or troubling shooting was performed but it was unknown what was done. The pump system was delivering baclofen and morphine. Symptoms included altered mental status, overdose symptoms: unresponsiveness, dizziness, cognitive impairment, and somnolence. The location of issue was at the device pocket. It was reported that the patient was ¿alive-no injury¿ at the time of report.

Event description:
Additional information received reported a motor stall occurred on (B)(6) 2013 at 14:31 and recovered on (B)(6) 2013 at 15:46.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported an opioid overdose due to a pump overinfusion. On (B)(6) 2012, the patient was given narcan as an intervention. The patient symptom was drowsiness. The event had resolved without sequela on (B)(6) 2013. Another opioid overdose due to a pump overinfusion was reported. On (B)(6) 2013, the patient was hospitalized again as an intervention. The patient had opiate overdose symptoms. A diagnostic examination/palpation was done and the patient was given narcan to improve consciousness. This event had resolved without sequela on (B)(6) 2013. A third opioid overdose due to a pump overinfusion was reported. On (B)(6) 2013, the patient was hospitalized as an intervention. An examination/palpation was done which determined that the patient was over-sedated. The patient symptom again was drowsiness. This event had resolved without sequela on (B)(6) 2013. Episodes of excessive sedation due to a pump overinfusion were also reported. On (B)(6) 2014, the pump was replaced as an intervention. The patient symptoms were episodes of unconsciousness and unresponsiveness. The event had resolved without sequela on (B)(6) 2014. The etiology was reported to be the pump. The event was related to the device or therapy and not related to the implant procedure. The event was reported to be severe and resulted in prolonged hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.